Event description:
It was reported that there was a revision of the triathlon right knee. The patient was revised because of a loose tibia.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
Updated device manufacture date based on additional information. An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced.

Event description:
It was reported that there was a revision of the triathlon right knee. The patient was revised because of a loose tibia.